Event description:
Customer reportedly received results of 267 mg/dl and 116 mg/dl within 10 minutes on the compact plus system. No actions taken based on the device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.